Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement on (B)(6) 2009. According to the complainant, the patient had a benign biliary stenosis. The decision to implant the metal stent was made to avoid a surgical procedure. The stent was implanted successfully without complications. The physician planned to perform a second ercp procedure (B)(6) following the initial stent placement to remove the stent. However, the patient did not return to the hospital until approximately (B)(6) following the stent placement. On (B)(6) 2011, the patient presented with elevated levels of biliary blood indicators and it was determined that the stent was blocked/occluded. The physician attempted to remove the stent endoscopically but was unsuccessful. The stent was removed surgically. Following the stent removal, it was noted that the cover of the stent was no longer present. There were no patient complications as a result of this event. The patient's condition following the stent removal was reported to be "stable." Note: the information available indicates that the device was not used per the directions for use (dfu). The dfu states that the device is "indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms" and the stent "should not be moved or removed after completion of the initial stent placement procedure." However, according to the complainant, the stent was used for the treatment of a benign biliary stenosis with a planned removal.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was severely damaged with the stent wires unraveled and the stent compressed at one end. The stent cover was present and visible on the stent. Only the stent was returned for analysis; the delivery system was not returned. The condition of the returned device was not consistent with the complaint incident. From the information available, this device was not used per the directions for use (dfu) / product label. The device is contraindicated for placement in benign strictures caused by benign tumors and the device should not be moved or removed after the completion of the initial stent placement procedure. Therefore, the most probable root cause is "user/use error." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of the release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement on (B)(6), 2009. According to the complainant, the patient had a benign biliary stenosis. The decision to implant the metal stent was made to avoid a surgical procedure. The stent was implanted successfully without complications. The physician planned to perform a second ercp procedure 6 months following the initial stent placement to remove the stent. However, the patient did not return to the hospital until approximately 22 months following the stent placement. On (B)(6), 2011, the patient presented with elevated levels of biliary blood indicators and it was determined that the stent was blocked/occluded. The physician attempted to remove the stent endoscopically but was unsuccessful. The stent was removed surgically. Following the stent removal, it was noted that the cover of the stent was no longer present. There were no patient complications as a result of this event. The patient's condition following the stent removal was reported to be "stable." Note: the information available indicates that the device was not used per the directions for use (dfu). The dfu states that the device is "indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms" and the stent "should not be moved or removed after completion of the initial stent placement procedure." However, according to the complainant, the stent was used for the treatment of a benign biliary stenosis with a planned removal.